Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that auxiliary drawer 1 positions a1, c3, and d3 had failed and would not recover. A field service engineer (fse) accessed hardware test application (hta), released all pockets, cleaned connections, reinstalled cubies, and ran a full drawer hardware test, which passed and was saved. After a reboot, a1 and d3 were recovered by replacing cubies with available sizes; however, c3 could not be fully recovered due to the lack of a full height cubie. The issue was attributed to damaged cubies with broken tabs that had been reused. Partial recovery was completed pending replacement cubies. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 1, pocket a1 showed a ¿failed to release¿ error with no cubie present, and pocket c4 was not detected on the bus with no cubie present. Attempts to force the entire drawer into failure to clear the pocket errors were unsuccessful. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.